Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 sys w/sa10 a.sprung reservoir (part # fx425t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the valve was believed to be the valve is blocked. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient details: age - 69 years, weight - 73.7 kilograms (kg), height - 165 centimeters (cm), gender - unknown. Same event as medwatch-no.:3004721439-2022-00244; 3004721439-2022-00245; 3004721439-2022-00247.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: deposits in the sprungreservoir. Yellowish discoloration on the ventricular catheter. Permeability test: the permeability test was performed at a hydrostatic pressure difference of the pressure setting of the ventricular catheter upon receipt plus 30 cmh2o in the horizontal direction of flow. The test showed that the ventricular catheter and the shuntsystem with the sprung reservoir is permeable. The flushed out liquid was turbid with particles. Results: based on our investigation results, we can determine deposits in the sprung reservoir and yellowish discoloration of the ventricular catheter. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.